Event description:
The customer reported that the device would not open while on tissue. The surgeon had to use another device to remove the jaws from tissue. There was no add'l blood loss, tissue damage, or pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.